Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called about issues he was having with his sensors. After about a day, his insulin pump will alarm lost sensor. Customer's blood glucose level was not provided. He did not receive a new transmitter. The wrong transmitter ID was not programmed in the device. Customer tried to find the sensor using the insulin pump, but it did not work. Customer stated he stopped using the sensor and has not received the alarm from the device. He was advised to call when the issue occurs to trouble shoot. Nothing further reported.